Manufacturer narrative:
The customer reported that there is a hardware error light on their multiple patient receiver (org) unit and that 6 out of the 8 monitored tele devices have lost communication with the central nurse's station (cns). No harm or injury was reported. They will be sending this org in for a repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: multiple transmitters were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni. 6 transmitters were used in conjunction with the org, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters: model: zm-531pa, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that there is a hardware error light on their multiple patient receiver (org) unit and that 6 out of the 8 monitored tele devices have lost communication with the central nurse's station (cns).

Manufacturer narrative:
Details of complaint: on (B)(6) 2020, the customer at (B)(6) center reported the following issue with org-9110a; sn-(B)(6), from patient monitoring: hardware error light on the org unit and 6 of the 8 tele devices (zm-531) have lost communication with the cns. Customer has attempted to power cycle unit, no change in device status was noticed. This is a loaner unit while the customer was being repaired. Customer would send unit in for repair. Investigation summary: the root cause of the issue could not be determined from the available information. The overall risk of this event, taking into consideration of severity and probability, is "medium". Although the severity was moderate given that the malfunction occurred while in patient use , the probability of the malfunction recurring is remote. Hence, the reported issue does not require further investigation through CAPA process because.

Event description:
The customer reported that there is a hardware error light on their multiple patient receiver (org) unit and that 6 out of the 8 monitored tele devices have lost communication with the central nurse's station (cns).